Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The reload was connected to the stapling handle with no problem. The surgeon clamped the tissue of the stomach and started the first firing. However, the knife was stopped at the root of the cartridge and could not fire the device. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.